Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to contamination evident within the air and water channel. Additional issues were identified during the device evaluation: the light cover glasses was chipped, the light cover glasses adhesive worn, optical cover glasses adhesive worn, distal end adhesive was worn, insertion tube orientation was out of alignment, and the angle (downward/left/right) was straining. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material found could be a simethicone type product. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the colonovideoscope wire that controls angulation is tense causing stiffness. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: contamination evident in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.